Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were a brittle diabetic leading to blood glucose values in the 40 mg/dl range as well as the 700 mg/dl range. No further details were provided regarding symptoms or treatments of these low and high blood glucose values. Troubleshooting for the customer's blood glucose did not occur. The insulin pump was not returned for analysis.